Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no missing segment and no blank display during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of partial display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had problems with getting all of the information from the pump. The customer stated that sometimes the information blanks out. The customer mentioned that sometimes he can only read half the numbers. The customer used (B)(6) aaa alkaline battery. The customer stated that the pump was neither dropped nor bumped. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.